Manufacturer narrative:
(B)(4). No conclusion code available; final analysis found drop in battery voltage temporarily during the interrogation caused the device to reset. The sudden drop in the battery voltage was due to an anomaly within the battery. The original battery was removed and the device was tested and revealed normal device characteristics.

Event description:
It was reported that the device interrogation failed multiple times and back vvi was received. The patient was in good condition at the moment. Later, the device was explanted. No more information is available at this moment.

Event description:
Additional information received indicates that the patient was in good condition before, during and after that procedure.